Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported to fresenius that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred immediately at the start of hd treatment. The initially reported details were corroborated with additional information provided upon follow-up with the facility¿s clinical manager (cm). The blood flow rate (bfr) was at 150 ml/min when the leak occurred. The cm confirmed that blood was visually observed in the dialysate. The operator noted pinkish fluid entering the hansen line as soon as blood hit the dialyzer. The operator stopped the blood pump before blood could reach the blood leak detector, and the fresenius 2008t machine did not alarm. There was no physical damage noted on the dialyzer. The patient was disconnected from the machine. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility charge nurse (cn) reported to fresenius that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred immediately at the start of hd treatment. The initially reported details were corroborated with additional information provided upon follow-up with the facility¿s clinical manager (cm). The blood flow rate (bfr) was at 150 ml/min when the leak occurred. The cm confirmed that blood was visually observed in the dialysate. The operator noted pinkish fluid entering the hansen line as soon as blood hit the dialyzer. The operator stopped the blood pump before blood could reach the blood leak detector, and the fresenius 2008t machine did not alarm. There was no physical damage noted on the dialyzer. The patient was disconnected from the machine. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.